Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: two product complaints were opened to address issues with 2 surgeons. Surgeon 1 - (B)(4). Surgeon 2 - (B)(4). Please address the questions below for each involved event: did the event occur during one or multiple patient procedures? What is the total number of procedures? How many devices demonstrated the alleged deficiency on each involved patient event? Please clarify, did the suture break or did the suture separated from the needle? Is the lot number (1066p3) the same for all the involved events? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture has been breaking down from the swage point. Two different surgeons have complained about this. Already used multiple foils from the same batch. The issue was still the same. There were no patient consequences reported. Additional information was requested.